Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an open low anterior resection, the indicator moved above on the way of the firing, and the washer was uncut though continuing to grasp the firing handle. The device was used between the colon and the rectum. After the device was removed patient, it was found that three fourth of the target tissue was not stapled. Additional suture was performed to complete the case. Colostomy was built as planned. The patient was stable. There were no adverse consequences to the patient. No further information is available.